Manufacturer narrative:
The devices have not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.

Event description:
It was reported that the break-off nuts could not be broke during surgery. The surgeon then removed the construct and replaced with another. Operative time was increased by approximately 25% (30 minutes). No patient complications were reported.